Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and have been unable to duplicate the reported lockup condition. After proper device operation was observed through functional and performance testing, the device was returned to the end user for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device appeared to be in a locked up condition when attempting to monitor a patient's blood pressure using the nibp functionality. In this locked up condition, the device would not be available to deliver defibrillation energy to a patient, if needed. There was no report of any adverse outcome to the patient during the reported event.